Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected noise oversensing on the right ventricular (rv) lead which on one occasion resulted in inappropriate anti-tachycardia pacing (atp). The patient was seen in clinic where the noise could not be reproduced with evocative maneuvers. All electrical tests were in range. However, from the rv lead trend, a sudden increase in pacing impedance was observed in may 2023. Of note, the lead is a non-boston scientific product. The patient will be brought in for a rv lead review. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected noise oversensing on the right ventricular (rv) lead which on one occasion resulted in inappropriate anti-tachycardia pacing (atp). The patient was seen in clinic where the noise could not be reproduced with evocative maneuvers. All electrical tests were in range. However, from the rv lead trend, a sudden increase in pacing impedance was observed in (B)(6) 2023. Of note, the lead is a non-boston scientific product. The patient will be brought in for a rv lead review. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This report is being provided to update the evaluation conclusion code to 'no problem detected.' This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected noise oversensing on the right ventricular (rv) lead which on one occasion resulted in inappropriate anti-tachycardia pacing (atp). The patient was seen in clinic where the noise could not be reproduced with evocative maneuvers. All electrical tests were in range. However, from the rv lead trend, a sudden increase in pacing impedance was observed in (B)(6) 2023. Of note, the lead is a non-boston scientific product. The patient will be brought in for a rv lead review. No adverse patient effects were reported. This product remains in service. Additional information received 11-jul-2024 indicates this ICD delivered an inappropriate shock, and a rv lead fracture was suspected. The system will be replaced within a week. Besides the inappropriate shock, no other adverse patient effects were reported.

Manufacturer narrative:
To date, this device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.